Manufacturer narrative:
Device passed the self test and displacement test. No unexpected external flash crc error or the motor arm restart cannot communicate with the main ar alarms during testing however, external flash crc error and the motor arm restart cannot communicate with the main arm alarm are found in the formatted history file due to a software error.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that the insulin pump had pump error critical block and inverse critical block and motor arm cannot communicate with the main arm. Customer's blood glucose level was unknown. Customer was unable to clear the alarm and unable to complete pump rewind the customer was advised that the insulin pump needed to be replaced and was advised to discontinue use of the insulin pump and to revert to the backup plan. The device will be returned for analysis.